Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the device could not be inserted because it was smooth at the tip. Screw could not grip. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update: 15-nov-2022: further information received with the incoming delivery document. The screw has crumbled apart when screwing it in.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-5035tc-10, batch number 14937748, was received for investigation. The visual inspection found that loss of geometry at the tip of the screw. The additional visual evaluation found black lines inside the screw as well as signs of wear. The causes remain undetermined. However, the observed condition is most likely the result of interference between the device and other instrumentation or during use.